Event description:
Ous MDR - it was reported that oversensing was noted on right ventricular channel via homemonitoring. No inappropriate therapy was delivered. The lead was not returned. It remains implanted. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegms confirmed the presence of noise on rv channel without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.